Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was damaged during a cardiac resynchronization therapy defibrillator device upgrade procedure. The physician decided to abandon the product during the same procedure and implant a ra lead. No additional adverse patient effects were reported.